Event description:
A report was received that the patients ipg moved towards the twelfth rib which caused discomfort. The patient underwent a revision procedure wherein the ipg was relocated down towards the iliac crest. The patient was doing well postoperatively.